Event description:
The customer observed a falsely depressed phosphorus result for one patient on the architect c16000 analyzer. The following data was provided for sid (B)(6): on (B)(6) 05:06 am, result <0.70 mg/dl on plasma. On (B)(6), 01:26 pm, result = 0.72 mg/dl on serum. On (B)(6), 01:52 pm, result = 0.82 mg/dl on serum. Repeated on another method (roche) as 0.71 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The sample was not requested to be returned, due to sample being repeated at another lab with a different methodology and was confirmed to match architect csystem result. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). The complete sid is (B)(6). An evaluation is in process.